Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a power system error. The customer blood glucose level was 36 mg/dl at the time of the incident. The customer reported reoccurring error. The customer did troubleshoot the issue previously. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, sleep current measurement and active current measurement. Pump trace download analysis confirmed the pump alarmed power error 25 alarms. The power management tool confirmed power error 25 alarms were triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture and corrosion in battery tube.